Event description:
A ventilator was returned to the manufacturer. There was no allegation of device malfunction. The device was not for inpatient use. During the evaluation of the device at the manufacturer's service center, the device failed testing and needed to replace the active exhalation control module. The customer requested no repairs be done to the unit.